Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on synchron lxi 725 clinical system. The customer stated that the bottom of hydro was flooded with di water and no foam. No injury was reported and there was no exposure to uncovered wounds or mucous membranes.

Manufacturer narrative:
The customer stated the instrument was having 10 psi low and 10 psi won't adjust above 3 psi. Service visited on (B)(6) 2011. The field service engineer (fse) found a tubing on vl29 was old and split. The fse replaced the tubing and cleaned up liquid in tray. The fse also inspected all valve in this row and replaced any tubing that appeared old. The fse rebuilt 10 psi compressor. The issue was resolved.